Event description:
Rv lead impedance shows variability in measurements possibly exceeding 30% change. Programmed rv pace/sense polarity is bipolar/bipolar with current bipolar impedance measuring 1273 ohms and current tip to coil impedance measuring 1254 ohms. Appears max impedance for both leads has measured around 1700 ohms. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).